Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen turns black, and no image is displayed. (The image is restored.) A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 (scope communication error) occurs due to failure of the image sensor and the screen turns black, and no image is displayed. (The image is restored.) Was due to a failure of the image pickup unit, olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error message e-216/no.6. The issue was found after a therapeutic procedure that was completed with the same device. There were no reports of patient harm.